Manufacturer narrative:
Additional information provided.

Event description:
It was reported that in the cardiac intensive care unit, the pump alarmed and displayed "system error". There was a pca infusing continuous fentanyl 25mcg/ml, cleviprex, precidex, dextrose 5% with 20k+, dopamine 2mcg/kg/min and insulin. The rates were changed several times, otherwise the nurse did not touch the pump. She heard an alarm, attempted to silence the alarm and restart the infusion unsuccessfully. She immediately changed it to another pump due to patient¿s clinical condition, not knowing if the infusion continued after the alarming. No other trouble shooting was attempted, no patient harm. Although requested, no further information was received.

Manufacturer narrative:
The customer¿s report that the pump alarmed and displayed "system error" was confirmed. The iui's on the pcu were dull (male ¿ date code 03/17 - showed signs of corrosion), however no other anomalies were found on the pcu. Analysis of the pcu event log indicated pca module s/n: (B)(4) was attached to pcu (unit c). The device was selected and an infusion of fentanyl was programmed with the rate of 1.56ml/h, vtbi:32.5586ml, syringe type:bd_50. The pca module alarmed for a channel disconnect once. The unit was re-added. Soft key 14 was selected by the user to confirm channel disconnect. A test infusion was performed for a duration of 24 hours on pca module. The infusion completed successfully. During the infusion there were no channel disconnections. The cause of the customer¿s report of channel disconnect was believed to be the result of corrosion on the contacts of the pcu¿s male iui connector. The root cause of the customer's report was not determined. The disposable set was not returned for this investigation.

Event description:
It was reported that in the cardiac intensive care unit, the pump alarmed and displayed "system error." There was a pca infusing continuous fentanyl 25mcg/ml, cleviprex, precidex, dextrose 5% with 20k+, dopamine 2mcg/kg/min and insulin. The rates were changed several times, otherwise the nurse did not touch the pump. She heard an alarm, attempted to silence the alarm and restart the infusion unsuccessfully. She immediately changed it to another pump due to patient¿s clinical condition, not knowing if the infusion continued after the alarming. No other trouble shooting was attempted, no patient harm. Although requested, no further information was received.

Manufacturer narrative:
Report source: agiliti quality systems specialist iii. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that the device shut down displaying "system error". Another infusion pump was available and there was no patient harm.